Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was delivering insulin for a bolus and it started to vibrate no delivery. Customer's blood glucose was 426 mg/dl, treated with manual injection. Customer was unable to troubleshoot during the call. Customer was advised to do a complete set change as soon as possible. Customer removed the site form the body and it started bleeding was advised she may have hit a capillary. She is not returning the device for analysis.